Event description:
The myosure device was placed within the uterine cavity and the fibroid/polyp was removed with slow tedious dissection. When the physician removed her foot from the foot pedal, the myosure device kept running. The physician had to hit the pedal two or three times to make it stop. The operating personnel call the manufacturer's representative, who said it was either the pedal or the device. The operating room personnel removed the device. Another myosure device was brought in to complete the procedure. The myosure scope was then removed from the uterine cavity. The patient was taken to the recovery room breathing on her own in excellent condition.